Manufacturer narrative:
A bci field service engineer (fse) repaired exit fitting at no foam canister

Event description:
A customer contacted beckman coulter inc. (Bci) to report no foam leak. No injury was reported.